Event description:
It was reported during knee arthroplasty that while the surgeon was drilling the pegs for the tibial base plate, the drill fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in canada. H6 - component code - proposed code is mechanical (g04) - drill. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned device confirmed that it was fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.